Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
A patient contacted boston scientific on (B)(6) 2014 regarding the trelex natural mesh product received in 1995 and 1999. The patient is currently experiencing edema in the legs and around surgery area. Surgery 1995 for right hernia.